Event description:
(B)(4). Since the device implanted on me I have experience severe headaches, that most of the time it impairs me and can't do any work. I never had this kind of headaches before and sometimes it last for days. I also have cramping. I have period 3x than my normal days. I used to have 5 days period not it last 15 days, sometimes it will stop and it will come back again. Because of prolong use of pads I have developed yeast infection. I never had this kind of infection in my entire life! I also experience fatigue, I cannot function that I had to stop working. I also developed some rashes all over my body and I keep putting triamcinolone acetonide to stop the itching. There are days, I have to shower myself with apple cider vinegar just to stop the itch. I also develop bloating, now I am helping myself to take probiotic so I will be able to sleep at night. Lastly, I am a very active person and walk all the time, my weight keeps climbing up for no reason, I do not understand why I am gaining weight when I did not change anything with my diet. I try to keep walking even though I get tired so much easily now a days. They did the hcg sonogram on me last august, the result came out that both of my fallopian tubes are not blocked where they inserted the essure. I have to come back for another hcg in (B)(6). The system does not work but instead giving me misery. I paid out my pocket for the hcg test, it was (B)(6) after processing through my insurance. The essure implant was covered by my insurance provider.